Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted due to an infection. The device and lead will not be returned.

Manufacturer narrative:
Updated with the correct device code.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
--